Manufacturer narrative:
Block b3: exact date unknown, event occurred couple of weeks ago from the date the manufacturer was made aware.

Event description:
It was reported that the patient experienced frequent charging and was unable to charge beyond two bars. The patient underwent an implantable pulse generator (ipg) replacement procedure and was doing well postoperatively. The explanted device was discarded per hospital policy.